Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. Review of all records for this device and provided information concluded that there is no evidence of a product defect or deficiency. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Manufacturer narrative:
The information contained herein is being provided to the FDA to comply with regulations relating to medical device reporting and is based on information submitted by others that may not be factually correct.

Event description:
It was also reported that the patient underwent initial implantation of virage at c2-t2 for cervical degeneration and stenosis. During surgery, it was noted that the implanted rod did not require bending in-situ or reduction. The surgery was reported to be standard with no adverse events, and was completed successfully. Following implantation, the patient reported experiencing pain and swelling and received physical therapy. Approximately two (2) months after implantation, postoperative x-rays were taken and revealed that all four (4) closure tops at t1 and t2 were loose. The patient was revised successfully. Postoperative conditions approximately seven (7) months after the revision surgery reported no further adverse conditions with virage. Additional surgeries to repair stenosis are planned for the cervical, thoracic, and lumbar parts of the spine.

Event description:
It was reported that four closure tops backed out postoperatively.